Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. The fse found that the filter was very old and need to be replaced. The filter was replaced, restoring console's functionality. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the energy was not enough for the procedure. The procedure was completed with this device. There were no patient complications.